Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette adn into the cycler. Pt stated that after looking inside the cycler door, he noticed it was very wet I the cassette area. Pt stated no ill effects or antibiotics taken, effluent remains clear. There is a sample available for evaluation.

Manufacturer narrative:
The device was returned to the MFR for physical evaluation but the failure mode cannot be confirmed. The sample did not leak with water and air testing procedures. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.